Event description:
It was reported that prior to a gynecology procedure, there was an arm cart assembly calibration failure. After multiple retries and performing a joint force sensor calibration, it passed successfully. It was also reported that when the instrument drive unit button was pressed, it moved to the port side even though no force was applied. There was no patient involvement.

Manufacturer narrative:
H2) additional information: b3, b5 h3) evaluation summary: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes for the arm cart assembly indicated that an error code for 'linked to arm non-recoverable error - robotic arm potentiometer redundancy failure' was observed. The joint position sensor brooming script was performed on robotic arm joint 2 of the arm cart to resolve the calibration issue. For the instrument drive unit movement error, the z-slide and joint force sensor were calibrated to resolve the issue. Evaluation of the logs indicated that the arm cart assembly failed calibration multiple times due to a mismatch in potentiometer positions. The absolute difference between the primary and secondary joint position readings for robotic arm joint 2 were more than the limit. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to unintended motion of the instrument drive unit and a robotic arm potentiometer failure. The potentiometer issue is traced to a component design issue. The tip of the wiper can dig into the resistive encoder track which abrades and displaces material. Repeated motion over a specific and fixed range builds up the abraded material in locations at the end of travel and in the center of the track when the motion pauses. This issue was made to occur more likely by inadequate heat staking of the wipers. This causes a mismatch due to potentiometer peaks, which can cause the arm cart assembly to become non-functional. A process improvement was implemented to address this issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was an arm cart assembly (aca) calibration failure. After multiple retries, it passed successfully. It was also reported that when the instrument drive unit (idu) button was pressed, it moved to the port side even though no force was applied. No patient information was provided.